Manufacturer narrative:
Technician replaced the hydraulic fluid reservoir and replaced the hydraulic fluid to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
The technician alleged that the head of the bed will not go up. No injury reported.